Manufacturer narrative:
Engineering evaluation of the returned device determined that the root cause of the tip fracture is attributed to the driver not being fully seated in the polyaxial screw at the time of fracture. Additionally, being that the case was a revision surgery there was more likely than not a dense boney shell around where the previous screw was implanted, creating additional torque. A design modification was previously initiated to the bone screw to reduce the inherent insertion torque associated with the "wash-out" of the thread-form. Testing performed found that the insertion torque reduction of 8% was experienced for the 7.5 x 45mm screw. As design improvements were initiated previously, no corrective actions are required.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Evaluation in process, not yet complete.

Event description:
It was reported that during a l4-5 apdf and l5-s1 eof & roh procedure performed on (B)(6) 2015 the tip of the reform polyaxial driver (39-sp-0700) broke while inserting a 7.5mm x 45mm reform polyaxial screw in l5. The screw was removed and replaced with another screw of the same size with another driver that was readily available in the set. A delay to the procedure of five minutes resulted.